Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 480 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.